Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 6.1 and 6.2 were down. The field service engineer (fse) tested the controller boards and found board 6.2 was faulty. It was replaced with a new board, restoring lights and normal drawer operation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.1 and 6.2 were failed and machine had not turned on despite multiple attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.